Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and hub/collar separation was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: material no: 368607, batch no: unknown. It was reported that the safety shield came off of the needle when the needle cap was removed. Event description per sfdc pir states, "when removing needle cap from bd pas eclipse 21g needle (cat # 368607) the safety shield also came off." "This occured 3-4 times".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure before use. The following has been provided by the initial reporter: material no: 368607. Batch no: unknown. It was reported that the safety shield came off of the needle when the needle cap was removed. Event description per sfdc pir states, "when removing needle cap from bd pas eclipse 21g needle (cat # 368607) the safety shield also came off." "This occured 3-4 times"